Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.1: initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, there was sleeve leakage seen in an unspecified number of devices. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary: material #: 367286. Lot/batch #: 23h21b2. Bd had not received samples, but 1 photo was provided for investigation. The photo shows an unused safety-lok wingset in its unit packaging. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and another 8 retention samples by functional testing, each connected to a bd single-use holder and used to draw 10 vacutainer tubes. No issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, there was sleeve leakage seen in an unspecified number of devices. No patient impact reported.